Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the bos battery status. The device was implanted for three days. The header of the ICD was visually inspected, revealing no anomalies. In a next step the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. Pacing and shock impedances, measured several times during the analysis, were consistently within normal ranges. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any indication of a device malfunction or manufacturing problem. There was no indication of device malfunction. The reported observation could not be reproduced during analysis, and pacing and shock impedances were consistently within normal ranges throughout multiple measurements. The device proved to be fully functional.

Event description:
This device was explanted due to loose set screw with suspected problem with header causing out of range impedances. Lead was fine and reused. No adverse patient events were reported. Should additional information become available, this file will be updated.

Event description:
This device was explanted due to loose set screw with suspected problem with header causing out of range impedances. Lead was fine and reused. No adverse patient events were reported. Should additional information become available, this file will be updated.